Event description:
Patient reported being injected with an unspecified juvéderm®. The patient reported that 2 years later, they were diagnosed with non-device related ¿breast cancer.¿ patient was treated with radiation therapy.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event of breast cancer, deemed not device related is considered an unexpected adverse drug experience.